Manufacturer narrative:
Physician information updated in this report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device, patient and event information.

Event description:
It was reported surgical intervention was undertaken wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-06028. It was reported the patients leads displayed high impedance resulting in the loss of therapy. Surgical intervention may be pending to address the issue.